Event description:
It was reported that pump touchscreen experienced glitches and delayed response. No information was available regarding impact to the customer¿s blood glucose level. Customer declined follow-up contact, and no additional information was obtained, so no further actions or troubleshooting steps were documented.